Event description:
It was reported that pacing impedance and threshold had increased on the right ventricular lead through remote transmission. Upon contacting the patient, general malaise was reported. A single instance of noise was noted as well. Electromagnetic interference was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.